Manufacturer narrative:
At this time, product has not yet been returned and a valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The precision xtra meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life. It is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the meter. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an error message with the adc meter. Glucose results were therefore unavailable and the customer experienced a seizure and loss of consciousness. The customer was taken to hospital and provided unspecified treatment for hypoglycemia. There was no report of death or permanent injury associated with this event.